Event description:
It was reported that a system error (se) alarm occurred during use on the homechoice (hc) device. The caller stated they had turned off the hc after the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device was reported to be available but has not yet been received. A trend review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. The reported issue could not be identified through an event history log review. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As no system errors (se) were found in the alarm logs or duplicated during sample analysis, the reported problem was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.